Manufacturer narrative:
The system log files were returned to corindus for evaluation. The evaluation determined that a software communications timing issue occured during the procedure, which caused the system to become unresponsive. A software reboot of the system corrected the issue. The physician was still able to remove the devices from the patient using the emergency device release built into the cassette. As such, no patient injury or complications were reported and the case was able to be completed manually. This issue will continue to be monitored and trended for analysis.

Event description:
The system became unresponsive when the physician attempted to pull back the support track to manually seat the guide catheter. As a result, the balloon catheter and guidewire were still engaged in the cassette and stuck within the patient. The emergency release button on the cassette was pressed and the cassette was disassembled to remove the trapped devices. No patient injury was reported.